Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. As the device has not been returned no conclusion can be drawn at this time.

Event description:
The pt experienced erratic bg levels while hospitalized for depression.